Event description:
This 23mm valve was implanted due to stenosis and insufficiency and the mean pressure gradient was elevated after surgery. The pt continued to be monitored. Over time the mean pressure gradient increased and the valve was explanted and replaced with a 21 mm valve from another manufacturer. Postoperatively, the pt was fine and discharged from the hospital.